Event description:
It was reported that when a mix of 50/50% of n2o/o2 was set, the anesthesia workstation measured a lower oxygen concentration than set. Alarm for low oxygen concentration were generated. There was no pt harm. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).